Event description:
A person called from this physician's office and asked whether delta lite casting tape contains formaldehyde. Their pt had a severe blistering reaction to the cast and it had to be removed. Event date was approximately 10-6-00; but person was uncertain since the material was applied at the hospital.